Manufacturer narrative:
The device was not returned for evaluation. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate,the hakim right angle programmable valve had unexpected setting changes after implantation. In (B)(6) 2018 the valve was programmed to 70 and later, the valve was confirmed at 30 via x-ray, then in (B)(6) 2018 the valve was set to 70 and later confirmed to be at 50 via x-ray. The valve was again reprogrammed to 70; however, for a third time, it was discovered at a different setting, 30 confirmed via x-ray. There is no report of device revision. It was also reported that the patient has not undergone any fresh MRI or travel anywhere flight or involve any activity that can hamper the setting.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.